Event description:
A malfunction was reported on the customer's pump, specifically identified by malfunction code malf 16. There was no information available regarding any adverse impact on the customer's blood glucose level. Tandem technical support arranged to replace the faulty pump with one that includes updated software. Instructions were provided for returning the malfunctioning pump, including how to enter storage mode and ensuring its return within 10 days to avoid charges. The customer acknowledged the need to program settings and connect their continuous glucose monitor to the new pump, and had no current backup for insulin delivery, planning to consult their healthcare provider for guidance.